Event description:
It was reported that the patient received inappropriate shocks due to a alleged lead fracture. The rv was capped and an ICD rv lead implanted. Additional information received indicated that the lead showed an increase in pacing impedance and oversensing. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.